Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from cts to reset the pump, and successfully started their sensor session without further issues.